Event description:
It was reported by the customer that it was difficult to get all the air bubbles out without wasting medication and that after the medication is drawn up, it spills out after the spring is activated and the needle vanishes. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
This is 2 of 3 mdrs for this customer. Three reorder numbers were impacted.